Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; however photos were received by the manufacturer. Samples for similar complaints have been analyzed. The precipitates were isolated and inspected using various laboratory analytical methods. The analysis concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after august 2008 with a ph above 7.3 at final analysis is not released. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
This is a complaint, which was reported to baxter (B)(4) on (B)(6), 2009. The complaint was received from a (B)(6) and refers to an accusol with batch number 08l17g70. The reporter stated that during use of the accusol, milky white precipitation was found. The sample was not available for evaluation. Follow up information was received on (B)(4), 2009 which stated that the precipitaion was noticed before the patient connected.